Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a catheter issue, specified as a cerebrospinal fluid (csf) leak, occurred at the catheter dura entry site. On (B)(6) 2013, a blood patch was done. The hcp wondered if the event was related to the ascenda catheter, as it never happened with the previous catheter. The patient also experienced a headache. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the healthcare provider (hcp) was assessing the event relation to device. Per the reporter, the hcp was ¿losing faith¿ in the new ascenda catheter, and may want to go back to using the old catheter, which was no longer available.

Manufacturer narrative:
(B)(4).